Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Weekly battery voltage trend data in save to disk file (B)(4) shows min bat=2.96 to 2.92 volts between (B)(4) 2012 is before device rrt <= 2.62 volt. (B)(4) - the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) battery voltage - pre/approaching (B)(4) weekly battery voltage trend data in save to disk file (B)(4)shows min bat=2.96 to 2.92 volts between (B)(4) 2012 is before device rrt <= 2.62 volt.

Event description:
It was later reported that the device was explanted and replaced.

Event description:
It was reported that the device may be depleting prematurely. It was also reported that the battery voltage of the device dropped significantly in a six month time period. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and additional performance data from the device were received and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter. Analysis of the performance data (based on the available battery trend) revealed an increased current drain during the last 5 months of use. Additionally, the device was approaching the elective replacement indicator (eri); the weekly battery voltage trend data shows min bat is equal to 2.96 to 2.64 volts between (B)(6) 2012 is before the recommended replacement time (rrt) of the device, which is equal to or less than 2.64 volts.